Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient receiving morphine (15 mg/ml at 3.3 mg/day) and bupivacaine (unknown concentration and dose) via an implantable pump. The pump's indications for use (ifus) were noted as non-malignant pain and chronic low back pain. It was reported that the patient presented to the emergency room (ER) on (B)(6) 2016 with a blood pressure (bp) of 60/40 (hypotensive), kidneys not functioning properly, and pin point pupils. The patient was in the intensive care unit (ICU) at the time of the report. The hcp at the hospital emptied the pump of 18 cc on (B)(6) 2016. The pump was refilled on (B)(6) 2016 and everything was normal at the refill appointment. The hcp stated the patient was fine at the pump refill appointment so the intrathecal daily dose wasn't adjusted. The patient¿s follow-up hcp was off on (B)(6) 2016, so the nurse practitioner contacted the rep. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.